Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was used to cannulate. A hydrajag guidewire was then advanced in the cannula and resistance was encountered. The cannula was then flushed with water and resistance was still encountered. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.this event has been deemed a reportable event based on the investigation results; cut wire with anchor dislodged from catheter and catheter melted/split.

Manufacturer narrative:
(B)(4): a visual examination revealed that the exposed cut wire was bent and discolored. Additionally, it appeared that the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 3mm . This tear allowed the cut wire with the attached anchor to separate from the distal pierce hole. A portion of the anchor has detached and was not returned with the device. The distal end of the cut wire was found to be securely soldered to the anchor. A functional evaluation was performed and found a 0.035 inch guidewire could be advanced through the device without issue. Following a detailed device analysis, it was noted that the condition of the device is likely due to procedural factors/generator settings, therefore, the most probable root cause classification is operational context. The device history record review found the device met all manufacturing specifications.